Manufacturer narrative:
Evaluation of the returned lightning could not confirm the solid red light. During functional testing with a demonstration canister and engine, the lightning was able to power up without issue. The lightning was switched on and was able to aspirate fluid into the canister without an issue. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) and inferior vena cava (ivc) using a lightning aspiration tubing (lightning). During the procedure, while aspirating in the target vessel, the indicator light on the lightning unit turned from green to solid red. It was also reported that the physician unplugged and plugged back in the lightning twice; however, it was unsuccessful. Therefore, the lightning unit was removed. The procedure was completed using a new lightning. There was no report of an adverse effect to the patient.